Event description:
"Dr. (B)(6) was performing a laparoscopic gastric band procedure, when upon inserting the band through the 15mm trocar, the septum shield and the clear plastic covering came loose from the seal housing and fell into the patient's abdomen. Pieces were removed and looked to be intact. No patient injury occurred." " no injury to the patient occurred but the surgery took longer than it would have normally. Pieces were removed, but they had a concern about potential for other pieces remaining in the patient."